Event description:
It was reported that the device was in back-up mode. A software download was unsuccessful. The status report indicated that there was a check sum error and multiple flipped bits. The eri bit indicated that the device was at eri.